Event description:
The physician reported during an embolization procedure, he detected a leak just short of the distal tip of the device. The device was withdrawn, and the procedure completed with the use of another similar device. The physician reported after the catheter had been removed from the patient, a purge was performed and a leak in the same place was observed. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.